Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jp016 - primeline 3/4 lid anthracite. According to the complaint description, the lid disconnected. One lid cracked in the middle, and another lid popped off the container during sterilization. There was a significant surgery delay of 40 minutes. Staff had been setting up and preparing for a vitrectomy procedure. There was no patient involvement. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00645 (400528225 - jp016).